Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further confirmed that rv lead dislodgement was not observed. The physician opted to add more slack.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks post implant the right atrial (ra) lead dislodged and showed no capture. It was also reported that the patient failed to comply with the instructions from their physician in relation to arm movement restrictions. It was also reported by the patient that their 'top wire was a little loose and the bottom wire too'. The ra lead was explanted and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.